Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "cautery was not available" (no code available). A nurse reported the cautery was not available during a case. The surgeon had it on standby just in case he needed to use it. A stand-alone unit was made available, which the surgeon did not end up using. There was no patient impact or reported delays.

Manufacturer narrative:
A company representative examined the system and was unable to duplicate the reported event. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).